Manufacturer narrative:
The initial MDR 2432235-2015-00400 was filed on september 14, 2015. Additional information (08/20/2015): to resolve the leak, a siemens customer service engineer (cse) specialist installed a new monthly cleaning procedure valve kit and replaced the inline water filter. The cse ran quality controls, which were acceptable. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens tsc. During troubleshooting, the tsc specialist determined that the low waste vacuum errors were caused by a waste fluid leak. A siemens customer service engineer (cse) was dispatched to the customer site. The cse resolved the leak. The cause of the delayed ipth result was the low waste vacuum errors which prevented the system from processing. In addition, use of the advia centaur ipth method for intraoperative samples is off-label use. The advia centaur instructions for use intended use section states: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens technical solutions center (tsc) after observing error messages for low waste vacuum. The operator stated that they were trying to test an intraoperative patient sample with the advia centaur intact parathyroid hormone (ipth) method, but the instrument would not process the sample due to the error messages. The patient was undergoing surgery and the physician(s) were waiting for the result, which was delayed. The operator was able to start the system again and process the sample. An ipth result was reported to the physician(s). There are no known reports of adverse health consequences due to the delayed ipth result.